Event description:
Applied medical direct drive disposable laparoscopic clip applier (10mm) fired 3 clips as appropriate, however, no additional clips were available following the third firings. Diagnosis or reason for use: laparoscopic cholecystectomy.